Event description:
It was reported 10 days after the pump was implanted that the pt experienced an infection. The pump was explanted. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).